Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise and low amplitudes resulting in a stored untreated episode. Device data was sent to engineering for review. The device was then changed to the primary vector to mitigate further noise. Technical services (ts) recommended performing a synchronous shock and an x-ray to ensure system placement is appropriate. Ts stated that the electrode could be more straightened and possibly underneath the device. This electrode was noted to have been bent. This electrode was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and low amplitudes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise and low amplitudes resulting in a stored untreated episode. Device data was sent to engineering for review. The device was then changed to the primary vector to mitigate further noise. Technical services (ts) recommended performing a synchronous shock and an x-ray to ensure system placement is appropriate. Ts stated that the electrode could be more straightened and possibly underneath the device. This electrode was noted to have been bent. This electrode was then explanted and returned for analysis. No additional adverse patient effects were reported.